Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The complaint was changed to non-reportable due to the journal article stating that the dislocation was caused by a fall.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The article was written by nydick, jason a.; greenberg, scott m.; stone, jeffrey d.; williams, bailee; polikandriotis, john a.; and hess, alfred v.

Event description:
It is reported that one patient suffered a volar wrist dislocation that occurred due to fall shortly after surgery. Patient was treated with closed reduction and extension splinting for 2 weeks.